Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and performed testing including a battery test. The iabp did not pass the battery test at this time. The fse suspect the screen went blank and unit powered down due to battery failure. To address the issue, the fse replaced the batteries; the safety disk was also replaced with customer's supplied part at this time due to hours of use. The fse then performed full functional and safety checks to meet factory specifications including a new battery test. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(4) medical center.

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) went blank for no reason and powered down. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.